Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h1; h2; h6 visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). The packaging has a cracked/broken blister and sterility is breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as transit damage and a packaging design issue. An action has been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.

Event description:
It was identified during evaluation of the returned device, that the sterile package was damaged and sterility was breached. No patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 foreign: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.